Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: (right) 450 cc mentor memorygel breast implant, catalog: 3504501bc, lot: 7695397, sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with two 450 cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade unknown, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2020.

Manufacturer narrative:
On august 27, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 4, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 2/4/2020, mentor became aware that the patient was scheduled for implant explantation on(B)(6) 2020. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 2/13/2020, mentor became aware that the patient had undergone replacement with the following devices: (left) 650cc mentor memorygel breast implant catalog: 3506501bc lot: 7747435 sn: 7747435-033 and (right) 650cc mentor memorygel breast implant catalog: 3506501bc lot: 7755946 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the capsular contracture that the patient experienced on the left breast was a baker grade IV. In addition, the patient also experienced capsular contracture; baker grade unknown on the right breast. The right breast capsular contracture will be reported under mrn: 1645337-2020-08903. On (B)(6) 2020, mentor became aware that the capsular contracture issue was first diagnosed on (B)(6) of 2019, an earlier date that the reported date of event in the initial report. Date of event has been updated. Manufacturer¿s reference number: (B)(4).